Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter: procedure: open laparoscopic umbilical hernia repair. The mesh was hydrated before insertion. Bowel adhesion to the mesh; improper placement. Licm defect; difficult anatomy unable to see mesh; could have prematurely closed defect. The dr. Said that the mesh was not completely flat against the abdominal wall there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. There was a reoperation done 13 days later.

Event description:
The procedure was an umbilical hernia repair. The mesh was hydrated before insertion. The size of the original hernia was approximately 1cm. The surgeon stated that the mesh was not completely flat against the abdominal wall. The patient status is ok.